Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported that a patient underwent total hip arthroplasty on (B)(6)2005. Subsequently, a revision procedure was performed on (B)(6) 2013, due to alleged elevated metal ion levels. A review of invoice history confirmed the modular head was removed and replaced with modular head and polyethylene liner. No further information has been provided.